Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -13.0/2.5/75 (sphere/cylinder/axis) lens tear/break during loading. The lens was not implanted into the patient's left eye (os). The cause is reported as unknown.

Manufacturer narrative:
B5: a shorter lens was implanted in a subsequent surgery and problem was resolved. Claim# (B)(4).